Event description:
It was reported that during a demo installation, the 9800 system would not display properly. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor was replaced. The system was tested and found to be working as intended and put back into service.